Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was reported as due to an "incident with the broken drainage bag. The drain bag is not part of the sterile fluid pathway that leads to the patient and it is unlikely the cause of peritonitis, therefore the cause of peritonitis will be assessed as unknown. The patient notified the physician of the incident and was started on a prophylactic regimen of intraperitoneal (ip) amikacin, 100 mg daily (two doses) and ip cefazolin, 1gram daily (two doses).the patient reported the fluid was clear. Seven days later, the peritonitis was manifested by abdominal pain, fever and cloudy effluent. The same day, the previous antibiotic treatment was restarted for a total of 13 days. It was not reported if the patient was hospitalized for the event. The patient was recovered from the event. Pd therapy was ongoing. No additional information is available.